Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Although a temporal association between the liberty cycler, the cassette and the event of death exists, there is no documentation supporting a causal relationship between the liberty cycler or the cycler set and the patient's expiration. Additionally, the patient's nurse reported there was no allegation of deficiency against the cycler, nor any of the other products related to the pd treatment there is a possible association between the patient's co-morbidities and the expiration of the patient.

Event description:
It was reported by the peritoneal dialysis (pd) nurse that this end stage renal disease (esrd) patient utilizing peritoneal dialysis (pd) therapy since 2011 expired on (B)(6) 2017 during a continuous cyclic peritoneal dialysis (ccpd) treatment. According to the pd nurse the patient was performing ccpd treatment and her husband heard a noise from her room. Then husband then went to check on the patient and found her unresponsive and called an ambulance. When the emergency technician (emt) arrived the patient's heart had stopped and they were not able to revive her (resuscitation efforts are unknown).